Manufacturer narrative:
Of the 5 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced an ink spots in the display issue. These reports were received from various sources. The patients associated with this allegation range from 12-59 years of age and between 150 and 160 pounds. Of the reported patients, 3 were male and 2 were female.